Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/perforation (other). Location of the perforation: embedded in uterus"), fallopian tube perforation ("perforation (fallopian tube)/one was too far up tube/contrast is visualized distal to the coil in the proximal end of the fallopian tube"), device breakage ("device breakage/physician told that the first one broke apart in three places/one broke apart and went to uterus"), device expulsion ("migration of implant/ migration of essure device location of device: uterus /one broke apart and went to uterus/failure to occlude fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1867 days before insertion of essure, the patient experienced complication of device insertion ("had another essure placed/attempted reimplantation of right essure but unsucessful"). In (B)(6) 2017, the patient experienced hormone level abnormal ("hormones have completely stopped working"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: to the metal in the essure/ nickel allergy"), infection ("infection (other) describe: when device broke apart and moved"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (she had bilateral salpingectomy, surgical removal of coil(s)), surgery (she had bilateral salpingectomy, surgical removal of coil(s)), surgery (surgical removal of coil(s)) and surgery (she had bilateral salpingectomy, surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device expulsion, genital haemorrhage, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, allergy to metals, infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and complication of device insertion outcome was unknown. The reporter considered allergy to metals, complication of device insertion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: unilateral occlusion (left tube occluded), perforation (other), migration of essure device, device in right side broke apart and moved out of the tube. Physician told that the first one broke apart in three places and got lodged in uterus, did damage to tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6)2010: ; on (B)(6)2014: impression: 1. Occluded left fallopian tube. 2. Expulsion of the right microinsert with a patent right fallopian tube. 3, right micro insert is probably in the endometrial cavity of the lower uterine segment. Impression (as per mr ) 1. The uterine cavity is normal in appearance. 2. Proper position of essure device. 3. Effective occlusion bilaterally. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, nickel allergy and expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/perforation (other). Location of the perforation: embedded in uterus"), fallopian tube perforation ("perforation (fallopian tube)/one was too far up tube/contrast is visualized distal to the coil in the proximal end of the fallopian tube"), device breakage ("device breakage/physician told that the first one broke apart in three places/one broke apart and went to uterus"), device expulsion ("migration of implant/ migration of essure device location of device: uterus /one broke apart and went to uterus/failure to occlude fallopian tube") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced complication of device insertion ("had another essure placed/attempted reimplantation of right essure but unsucessful"). In (B)(6)2017, the patient experienced hormone level abnormal ("hormones have completely stopped working"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: to the metal in the essure/ nickel allergy"), infection ("infection (other) describe: when device broke apart and moved"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (she had bilateral salpingectomy, surgical removal of coil(s)). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device expulsion, genital haemorrhage, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, allergy to metals, infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and complication of device insertion outcome was unknown. The reporter considered allergy to metals, complication of device insertion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: unilateral occlusion (left tube occluded), perforation (other), migration of essure device, device in right side broke apart and moved out of the tube. Physician told that the first one broke apart in three places and got lodged in uterus, did damage to tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6)2010: ; on (B)(6)2014: impression: 1. Occluded left fallopian tube. 2. Expulsion of the right microinsert with a patent right fallopian tube. 3, right micro insert is probably in the endometrial cavity of the lower uterine segment. Impression (as per mr ) 1. The uterine cavity is normal in appearance. 2. Proper position of essure device. 3. Effective occlusion bilaterally. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, nickel allergy and expulsion. Most recent follow-up information incorporated above includes: on (B)(6)2018: information from pfs and mr. New reporters added. Case medically confirmed. Indication added. New events added: uterine perforation, fallopian tube perforation, device breakage, device expulsion, genital bleeding, hormone level abnormal, vaginal haemorrhage, menorrhagia, allergy to metals, infection, migraine, headache, nausea, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight increased, complication of device insertion. Labs added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/perforation (other). Location of the perforation: embedded in uterus/migration of essure device/expulsion of essure device//one broke apart and went to uterus"), fallopian tube perforation ("perforation (fallopian tube)/one was too far up tube/contrast is visualized distal to the coil in the proximal end of the fallopian tube/ failure to occlude fallopian tube/migration of essure device"), device breakage ("device breakage/physician told that the first one broke apart in three places/one broke apart and went to uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. 713467-inv, 876628-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone and estrogen therapy. On 25-may-2010, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: to the metal in the essure/ nickel allergy"), infection ("infection (other) describe: when device broke apart and moved"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). On 5-aug-2010, 2 months 12 days after insertion of essure, the patient experienced complication of device insertion ("had another essure placed/attempted reimplantation of right essure but unsucessful"). In october 2017, the patient experienced hormone level abnormal ("hormones have completely stopped working/ hormonal changes"). The patient was treated with surgery (she had bilateral salpingectomy, surgical removal of coil(s)), surgery (she had bilateral salpingectomy, surgical removal of coil(s)) and surgery (surgical removal of coil(s)). Essure was removed on 26-apr-2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, allergy to metals, infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and complication of device insertion outcome was unknown. The reporter considered allergy to metals, complication of device insertion, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: unilateral occlusion (left tube occluded),perforation (other), migration of essure device, device in right side broke apart and moved out of the tube.physician told that the first one broke apart in three places and got lodged in uterus, did damage to tube.failure to occlude fallopian tube diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 19.9 kg/sqm.hysterosalpingogram - on 5-aug-2010: ; on 1-jul-2014: impression:1. Occluded left fallopian tube. 2. Expulsion of the right microinsert with a patent rightfallopian tube.3, right micro insert is probably in the endometrial cavity ofthe lower uterine segment.impression (as per mr )1. The uterine cavity is normal in appearance.2. Proper position of essure device.3. Effective occlusion bilaterally. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, nickel allergy and expulsion. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 13-nov-2018: update of information (batch is invalid)incidentno valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/perforation (other). Location of the perforation: embedded in uterus/migration of essure device/expulsion of essure device//one broke apart and went to uterus"), fallopian tube perforation ("perforation (fallopian tube)/one was too far up tube/contrast is visualized distal to the coil in the proximal end of the fallopian tube/ failure to occlude fallopian tube/migration of essure device"), device breakage ("device breakage/physician told that the first one broke apart in three places/one broke apart and went to uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. 713467, 876628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone and estrogen therapy. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: to the metal in the essure/ nickel allergy"), infection ("infection (other) describe: when device broke apart and moved"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2010, 2 months 12 days after insertion of essure, the patient experienced complication of device insertion ("had another essure placed/attempted reimplantation of right essure but unsuccessful"). In (B)(6)2017, the patient experienced hormone level abnormal ("hormones have completely stopped working/ hormonal changes"). The patient was treated with surgery (she had bilateral salpingectomy, surgical removal of coil(s)), surgery (she had bilateral salpingectomy, surgical removal of coil(s)) and surgery (surgical removal of coil(s)). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, genital haemorrhage, pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, allergy to metals, infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and complication of device insertion outcome was unknown. The reporter considered allergy to metals, complication of device insertion, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: unilateral occlusion (left tube occluded), perforation (other), migration of essure device, device in right side broke apart and moved out of the tube. Physician told that the first one broke apart in three places and got lodged in uterus, did damage to tube. Failure to occlude fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6)2010: ; on (B)(6)2014: impression: 1. Occluded left fallopian tube. 2. Expulsion of the right microinsertion with a patent right fallopian tube. 3, right micro insert is probably in the endometrial cavity of the lower uterine segment. Impression (as per mr ) 1. The uterine cavity is normal in appearance. 2. Proper position of essure device. 3. Effective occlusion bilaterally. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, nickel allergy and expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: plaintiff fact sheet received. Other relevant history updated. Essure lot numbers were added. Event "migration of implant/ migration of essure device location of device: uterus /one broke apart and went to uterus/failure to occlude fallopian tube" was deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (plaintiff had surgery to remove the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.